Manufacturer narrative:
The act and esc buttons did not respond due to flattened button dome switches. The insulin pump had scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the esc and act button were unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.